Manufacturer narrative:
On (B)(6) 2020, the customer was provided with guidance regarding breast shield sizing, to which she responded that she had used 27mm shields with a symphony pump at the hospital and also with her previous baby; however, based on the sizing guidance, it seemed as if the 27mm might be too small. She additionally alleged that she had mastitis. On (B)(6) 2020, both 30mm flex and non-flex shields were sent to the customer. On (B)(6) 2020, the customer made additional contact, indicating that there was an issue with the pump's connectors in that there appeared to be a large gap where they snap together, preventing an air tight seal. On (B)(6) 2020, replacement connectors were sent to the customer. After multiple attempts to follow up with the customer regarding her allegation of mastitis and to determine if the 30mm shields and replacement connectors resolved her issue, contact was made on (B)(6) 2020. The customer confirmed that she received the new shields and they helped somewhat as far as pain goes, but she felt that the design was bad as they do not seal around her breast, allowing milk to drip out, and she has to hold them tightly by hand to get suction and to prevent leaks. She indicated that she continued having issues with the connectors and suction and, regarding the mastitis, that she visited the emergency room and received a prescription, though she was dealing with recurrences because the pump was not emptying her breasts. She further indicated that she felt that because of the price point of the pump, she expected to be able to use it as a full time pump and, if it was less expensive, she would have been more happy with it. Based on continued issues, the customer was offered the services of a clinician, which she accepted. To appropriately address the variety and type of issues the customer was experiencing, the clinician requested in multiple emails between (B)(6) 2020 and (B)(6) 2020 that the customer make contact by phone, but the customer has not done so as of the date of this report. To address the customer's continued issues, a replacement pump was sent to the customer and return of her pump was requested for testing/evaluation. Follow up with the customer is ongoing as of the date of this report. Based on the results of ca(B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc via email that she purchased a freestyle flex breast pump, which included both 21 and 24mm breast shields, but neither size fit and she was disappointed in having to spend additional money for larger shields.